Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a unk procedure, some staples were malformed at the first firing. It was found as the cut end of the bowel on the anus side was opened. Add'l suture was performed. There were no adverse consequences to the pt.